Event description:
Related manufacturer reference number: 2017865-2023-48033. It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmissions showed that the right ventricular (rv) lead and right atrial (ra) lead was oversensing noise. The clinic will continue to monitor the patient. No intervention was performed. No patient consequences was reported.